Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/19/2024. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the 3 sutures break during removal from the package or during use on the patient (suturing). If during suturing, how many? Ans-during the use on patient while suturing.3 foils were broken in the surgery. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Ans-the surgeon was annoyed a lot due to prolongation of time in surgery and also made his mind doubtful regarding the quality of the products.

Event description:
It was reported that a patient underwent a circumcision on (B)(6) 2024 and suture was used. During the procedure, the suture broke. The procedure was delayed by 20 minutes. Another like device was used. The procedure was completed successfully. There were no adverse patient consequences reported. Additional information was requested.